Event description:
Device 2 of 2: reference MFR. Report: 1627487-2011-05268. The patient received her scs system on (B)(6) 2009 including an ipg and two percutaneous leads (from the same lot). It was reported that the patient's ipg was causing discomfort due to it's location. The patient also wasn't getting adequate coverage. As a result, the patient's doctor revised the pocket site. During the procedure, one of the leads exhibited invalid impedance on all contacts. The lead was observed and a fracture was present. The doctor explanted and replaced the lead.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.